Event description:
It was reported that patient had developed posterior osteophytes and was disclosing by jumping the post while levering against/over the posterior osteophytes. Poly swap was performed. Patient reports having this surgery performed 15 years ago. No records have been found. Doi: 15 years ago. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.